Manufacturer narrative:
(B)(4). Date sent to the FDA: 9/22/2020. Additional information: a3, h6. A manufacturing record evaluation was performed for the finished device lot number phz752, and no non-conformances were identified. Additional information was requested and the following was obtained: what was the procedure name: c-section. Please confirm that the needle detached from the suture before use on the patient, during dispensing or in the package?: when closure fat layer are there any patient consequences due to the needle suture detachment in the packet?: patient is extended anesthesia¿s time because pull-off suture needle while stitching. Please explain how this event ¿affected to the patient¿s health¿: side effects of anesthesia medicine because of extending anesthesia¿s time how surgery was prolonged due to this suture needle pull-off in the packet? 5-10 minutes. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint: (B)(4). Attempts are being made to receive a device. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to clarify the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was indication or name of this surgical procedure? What tissue/location was suturing when pull off occurred? Were there any unexpected outcomes or complications as a result of this suture needle pull off event? How much time was the surgery was prolonged due to this pull off event? Was the patient treatment altered in anyway due to the prolonged surgery time? If yes, please explain. Please describe in details what does ¿affected to patient's health¿ mean? Please provide a device return status?

Event description:
It was reported that the patient underwent an unknown surgery on (B)(6) 2020 and the suture was used. It was reported that pull-off suture needle occurred while stitching. The stitches were removed and replaced with another like suture. It was also reported that the surgery was prolong and affected to patient's health. Additional information has been requested.